Manufacturer narrative:
The reported events of inadequate capture, high pacing impedance, and helix mechanism issue were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture thresholds and high pacing impedance. Additionally, the helix could not extend or retract. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.